Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of a eopa arterial cannula, it was reported that the patient underwent emergent surgery for an aortic dissection on the (B)(6) 2023. On the (B)(6) 2023, a linear metallic foreign material measuring approximately 18cm in length was noted on the imaging within the lumen of the aorta that extended from the celiac trunk to the right common iliac artery. The patient then underwent percuntaneous retrieval of the foreign material through the right common femoral artery access on the (B)(6) 2023.